Manufacturer narrative:
H6: investigation summary. Our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two used 20g insyte autoguard bc units with no product documentation to indicate the reference or lot number. Additionally, two photos were provided for investigation which are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned units did not identify any damage to the components. The units were tested for leakage where no leaks were identified. The catheter tubing was microscopically inspected for both units. A tear at the catheter tip was found on unit 02 and no damage was found on unit 01. Given the location and extent of the tear it is unlikely that the damage was caused in the user environment. There was no damage found on either unit that would cause difficulty threading, however, the damage to unit 2 may have caused a difficult insertion. The reported issue was confirmed with unit #2 for a damaged catheter tip. A damaged catheter tip may occur during manufacturing due to a worn mandrel, dirty die, or incorrect process parameters (temperature and/or tipping force). A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: reaching out because this week I have received two complaints about several occurrences of IV catheter issues, more specifically it sounds like advancing failure